Event description:
It was reported by the dr's office that a dental assistant was sitting on a act ii assistant stool when the bolt which holds the stools body support arm broke allowing the assistant to fall onto the pt. The dental assistant claims that she now has back problems and is going to physical therapy. The pt was not injured.